Event description:
The following information was provided: it was noticed that there was a metal pin and a plastic part missing from one of the mics handpieces while inspecting them. In a post-operation x-ray it was noticed that there was a foreign object in the patient's knee. Later an arthroscopy of the knee was done and the foreign object was identified as the missing metal pin from the mics handpiece."